Event description:
Blades of keel cutter broke off during procedure resulting in durotomy/csf [cerebral spinal fluid] leak which was repaired in the operating room. Patient was admitted to ICU post-op due to the csf leak. Patient was determined to have no spinal cord injury.